Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer received an unexpected restart alarm during normal use and an external ram crc error alarm. It was reported that insulin pump was not stored for an extended periods of time. Customer's blood glucose was unknown. Insulin pump would be replaced.